Manufacturer narrative:
The base and four casters were replaced to fix the reported issue.

Event description:
The hospital reported that, the caster would not stay in the threaded hole and if hit in a doorway or elevator, the caster would fall off. There was no reported patient involvement.